Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 95% stenosed lesion being treated was located in moderately calcified, moderately tortuous obtuse marginal artery. The physician predilated the lesion with an unspecified 1.5x20 balloon catheter before advancing 16mm x 2.50mm ion stent delivery system (sds). However the sds was unable to cross the lesion. The device was successfully removed and it was noticed that the shaft was kinked. Upon straightening the kinks out, the shaft broke in two places approximately 15cm from the hub. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned complaint device noted there was contrast in the inflation lumen. The hypotube was broken 16.5cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the tightly folded balloon. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during astenting treatment procedure a shaft fracture occurred.the 95% stenosed lesion being treated was located in moderately calcified, moderately tortuous obtuse marginal artery. The physician predilated the lesion with an unspecified 1.5x20 balloon catheter before advancing 16mm x 2.50mm ion stent delivery system (sds). However the sds was unable to cross the lesion. The device was successfully removed and it was noticed that the shaft was kinked. Upon straightening the kinks out, the shaft broke in two places approximately 15cm from the hub. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4)